Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 5:00 p.m., a sample from the patient was tested using the meter, resulting in a value of 3.4 inr. An hour later, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 2.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2- 3.4 inr): qc 1: 2.5 inr qc 2: 2.5 inr qc 3: 2.5 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Medwatch fields d9. And h3. Have been updated.